Event description:
It was reported that while using plate schaedler w/kv ag 5% sb 90mm 20 contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "we are finding the presence of contamination on some products. "

Manufacturer narrative:
H.6. Investigation: this statement is to summarize findings on the recent complaint against bd schaedler kanamycin-vancomycin agar with 5 % sheep blood, catalog number 254023, lot number 1224405 with respect to contamination. Event description: it was reported that product arrived with contaminating microorganisms present on the product. Complaint history review: complaint history was reviewed for the past 12 months. No similar complaints were registered for the affected batch or catalog number. Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. Sterilization process was reviewed and no deviations were reported. Sample analysis: return samples and pictures were not provided by the customer. Retain samples for batch 1224405 were analyzed. No contaminated plates were detected. Evaluation results: since the bhr showed no deviations we have excluded any systemic failure in the manufacturing process. Retain samples showed no sign of contamination. Further evaluation and investigation was not possible since no picture samples were provided. Therefore, this complaint cannot be confirmed. Investigation conclusion: the affected product is filled aseptically. This lead to a rare chance for contamination. Therefore the product is tested for sterility during qc release test with an internal acceptance quality limit applied. However, sterility was tested during qc release testing and no subliminal contamination was detected for batch 1224405. In addition, the investigation was made difficult because of the lack of appropriate pictures. We would suggest to set aside, and not use, any prepared plated media that does not meet the appearance and performance specification as it is described on the bd certificate of analysis. This is consistent with industry recommendations for inspection of culture media prior to use (e.g. ¿good practices for pharmaceutical microbiology laboratories¿, who technical report series, no. 961, 2011, annex 2; chapter <1117> ¿microbiology best laboratory practices¿ the united states pharmacopeia; and the difco & bbl manual). H3 other text : see h.10.

Event description:
It was reported that while using plate schaedler w/kv ag 5% sb 90mm 20 contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "we are finding the presence of contamination on some products "

Manufacturer narrative:
(B)(6) a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.